Manufacturer narrative:
The patient line tubing of the returned device was disconnected from the luer adaptor at the proximal arm of the patient line stopcock. Adhesive was observed on both the luer adaptor and at the end of the patient line tubing at the site of the disconnection. It is unknown how or when this damage occurred. The patency check and leak test were precluded due to the disconnection. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that there was a failure of the device.